Event description:
During a coronary drug eluting stenting procedure, the shaft of the hypotube on a taxus express2 2.50 x 20mm stent was broken. The lesion being treated was moderately calcified in a moderately tortuous left circumflex artery. The physician was unable to implant the taxus stent. The device was removed from the pt's body where it was discovered that the shaft of the hypotube was broken. The procedure was completed using another taxus 2.50 x 20mm stent. There were no pt complications reported.